Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed to boot up. There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the device failed to boot up. There was no patient involvement. The failure analysis lab received the processor pca and visually inspected for signs of wear, damage, corrosion, or missing components and no anomalies were found. Following the analysis, the reported customer issue was not duplicated in the lab.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.